Event description:
It was reported that the atrial lead dislodged sometime after implant. It was found to be dislodged on routine interrogation at the hospital. A decision was made to reposition the lead, however, during lead re-positioning, the lead could not stay attached to the atrial appendage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439688, lead, implanted: (B)(6) 2013; 694758, lead, implanted: (B)(6) 2008. (B)(4).